Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain in my right side/increased pelvic pain after intercourse'), uterine perforation ('perforation (uterus)/ malposition of essure device'), genital haemorrhage ('abnormal bleeding/heavy bleeding/bleeding') and infection ('infection: "I don¿t remember details very well, but I had 11 inch mass of infection that put me seven days in hospital after removal".') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and depression. Current weight 135 lbs. Concomitant products included medroxyprogesterone acetate (depo provera) since 2012 for birth control as well as venlafaxine. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), infection (seriousness criterion medically significant), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("after hysterectomy reported increased pelvic pain after intercourse"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and hysteroscopy, d&c, hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the uterine perforation, infection, weight increased, hot flush, dysmenorrhoea, vaginal discharge, fatigue and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, infection, menorrhagia, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion, malposition of essure device, perforation (uterus). Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs was received event added hot flashes, vaginal discharge, fatigue, abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), perforation (uterus)/ malposition of essure device and infection: I don¿t remember details very well, but I had 11 inch mass of infection. Event verbatim was updated as pain/pain in my right side/increased pelvic pain after intercourse and abnormal bleeding/heavy bleeding/bleeding. Event outcome of genital bleeding was updated as recovered/resolved. Product information, patient information, medical history and lab tests were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage and weight increased outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.